Event description:
Incident reported as: during a procedure, the bullet became dislodged from the suture in the pt and could not be located. No reported pt injury or complications reported.

Manufacturer narrative:
Sample is not available for eval. Investigation ongoing and a f/u report will be sent as soon as is available.